Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26mg/dl, and a loss of consciousness resulting in a car accident. Reportedly, the customer overestimated the amount of carbohydrates consumed and delivered too large of a bolus. The customer went to the emergency room and was subsequently hospitalized. The customer declined further troubleshooting and declined to provide additional information; however, customer believed the pump was functioning as intended.